Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd phaseal¿ optima injector n40-o, leakage occurred due to component disconnection. The following information was provided by the initial reporter: stated that at 2:00 am she awake to go to rest room and seen blood coming out through the tube and the tube for chemotherapy was disconnected from the connection.

Manufacturer narrative:
H6: investigation summary: no physical samples that display the reported condition were provided for investigation. A device history review was performed for lot 2108303, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that while using a bd phaseal¿ optima injector n40-o, leakage occurred due to component disconnection. The following information was provided by the initial reporter: stated that at 2:00 am she awake to go to rest room and seen blood coming out through the tube and the tube for chemotherapy was disconnected from the connection.